Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2016 at 4:40pm. The patient reported obtaining blood glucose readings of 461 and 391 mg/dl with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescans criteria for precision. The patient informed the csr that he manages his diabetes with insulin (self-adjuster) and claimed he administered 80 units of insulin on (B)(6) 2016 at 4:40pm in response to the alleged inaccurate results. The patient reported that the following morning on (B)(6) 2016 at 9:00am he developed symptoms of feeling faint, hungry" and was "sweating. The patient claimed he treated himself with 2 sugar pills and consumed chips, a sandwich and orange juice in response to the symptoms. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the same approved sample site was used for testing. The csr noted that that the patient was testing with test strips that had expired. The subject product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.